Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged insulin pump error 43/41 alarm found on november 25, 2021. Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 43/41 alarm noted during testing. Thump software was utilized and downloaded trace/history files properly. In further full review in the insulin pump history file/ trace found (2) insulin pump error 43/41 alarms on nov 24, 2021 at 19:31 and 21:39. Insulin pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The motor passed the motor test outside of the device. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage found on the insulin pump case. Insulin pump error 43/41 alarm was confirmed in the insulin pump diagnostic trace due to faulty motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump had multiple pump error alarms which were recurring for the third time within 12 hours. No harm was required during medical intervention. The insulin pump will not be returned for analysis.